Event description:
Philips bench repair technician was repairing a returned monitor, and discovered that the device was producing a "speaker malfunction" error message, and that the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.